Event description:
It was reported that the patient presented for an implant procedure. It was noted that left ventricular lead failed to be advanced over the guidewire. The lead was not used and was replaced during procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of guidewire could not be inserted was not confirmed. As received, a complete lead was returned in one piece. The lead was tested with a guidewire and was able to be inserted from the distal tip and out to the connector pin. It was removed with no anomalies noted. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. Electrical test was normal with no anomalies noted. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.